Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) failed to display blood pressure. There was patient involvement, but no harm was reported.

Manufacturer narrative:
E1 - initial reporter - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.